Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 5 meter issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have not yet been evaluated; lfs will evaluate it/them and inform FDA of the results in a supplemental report.

Manufacturer narrative:
(B)(4): lifescan received the meter with the complaint on (B)(4) 2012 and completed device evaluation on (B)(4) 2012. Investigation was not able to confirm the alleged complaint: the meter passed testing with no faults found.